Event description:
It was reported that patient's wound was not healing well after replacement procedure. It was noted that there were no signs of infection. The patient underwent an implantable pulse generator (ipg) repositioning procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.